Event description:
On (B)(6) 2021 patient with epistaxis and right nare packed with quickclot x3 sprayed with afrin. On (B)(6) 2021 registered nurse notes indicate nasal packing removed. On (B)(6) 2021 patient decompensates and transfers to intensive care unit. Undergoes flexible fiberoptic bronchoscopy with findings of gauze-like material extending from left bronchus above level of carina to the distal trachea. Critical care notes indicate multifactorial circulatory shock with hypercapnia related to airway obstruction and septic pneumonia. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".